Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the stylet was removed from the device, the stent came off with it. The stent was located on the stylet. There was no patient involvement. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance revealed that the catheter was returned with blood visible on the balloon. There was contrast visible in the guide wire lumen and on the balloon. The stent was returned, but not on the balloon. The stylet and protective sheath were not returned. The middle portion of the stent was flattened, the distal and proximal ends were not damaged. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were two kinks in the inner member distal to the guide wire exit notch. The entire shaft of the catheter was returned wavy and kinked due to the way it was rolled up when returned. A laser micrometer was used to measure the outer diameters of the stent and these were over-sized and did not meet mfg criteria. The middle outer diameter was not measured due to it being flattened. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that when the stylet was removed from the device, the stent came off with it. Analysis of the device found the stent dislodged from the balloon, with the middle portion of the stent flattened. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacturer. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. The stylet and sheath were not returned, which may have aided in the investigation. The flattened stent likely occurred during handling at the account after dislodgement or during shipment back to abbott. Additionally, the entire catheter was returned wavy and kinked. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott vascular for evaluation. There does not appear to be a product quality issue. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part . Lot number combination. This MDR is considered closed by the product performance group.